Event description:
It was reported that there was a sudden change in the pace impedance measurements when it comes to this device and lead. Patient testing was recommended. A possible 5-ICD implant is being considered. A possible insulation issue was suspected. No adverse patient effects were reported. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).